Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The patient would not give any information that allowed them or the device to be identified and as such no further investigation is possible. The device history and sterilization record for the reported device could not be reviewed as the serial number was not provided. If the serial number is provided, a DHR review will be performed. Cvrx ID# (B)(4).

Event description:
A patient reported they required open heart surgery three months after implant. The patient would not give any information that allowed them or the device to be identified and as such no further investigation is possible.